Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that there was no insulation damage.

Event description:
It was reported that during a ventricular tachycardic event occurring at device interrogation, the patient's anti-tachycardia pacing (atp) was not always capturing the right ventricle. Upon x-ray, it was noted that the right ventricular (rv) lead had dislodged from the rv septum and was attached to the distal rv outflow tract. In addition, the rv lead exhibited high, rising pacing impedances as well as high, rising thresholds. The physician was also questioning if the helix or pacing conductors were faulty. The lead was explanted and replaced. During explant, the physician had to cut the lead to remove it and insulation damage of the superior vena cava (svc) coil occurred during extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.